Event description:
It was reported the instrument was used during a laparoscopically assisted vaginal hysterectomy. It was reported on the second firing of the tws35 the surgeon said it did not fire smoothly. He opened the instrument and the top half, the left side of the cartridge, did not fire staples and the orange drivers did not come up. No bleeding was reported. The following 2 firings were smooth and complete. There was no consequence to the pt. Rep returning reload only.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973197. Visual inspections & results: batch number, j00w6r; cartridge pan in place/conditon, yes/good; condition of drivers, rolled; lockout tabs on pan condition, fired and position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, n/a; condition of clamping mechansism, n/a; condition of firing mechanism, n/a; condition of knife, n/a; condition of wedge bands, n/a; is hyper lockout condition present, n/a and result of attempted firing, n/a. Analysis conclusion: based upon info received and visual examination, it was concluded that cartridge was returned with a broken tower and with rolled towers, which indicage a wedge band bypass. No testing could be performed due to condition of cartridge returned. No conclusion could be reached as to how this damage occurred. Co strives to understand each incident as it occurs in order to continuoulsy improve co's products.